Manufacturer narrative:
Upon disassembly for visual inspection a worn wedge component was found. This device is not repairable and will not be returned to the user facility.

Event description:
While testing the tps handpiece cord during routine servicing it was reported that it caused a handpiece to run without user activation. There was no patient involvement and no adverse consequences associated with this event.

Event description:
While testing the tps handpiece cord during routine servicing it was reported that it caused a handpiece to run without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.